Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage: battery compartment crack; battery cap could not secure properly) issue. It was reported the battery cap was never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap; the battery cap threads were damaged and the cap would detach during the testing. A test battery cap was used to perform testing steps. The battery compartment was cracked and the battery compartment threads were damaged. In addition, the pump case was cracked in the upper right hand corner of the display area. The review of the black box data showed unexplained power reboots. The pump was exercised with a test battery cap for 24 hours with no power interruptions. Upon removal of the pump case, no internal moisture or loose components were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.